Manufacturer narrative:
Results: (B)(4) samples and several photos were returned for evaluation. The complaint of defective molding was confirmed. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5120651. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned sample.

Event description:
It was reported that 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta had defective molding on two tubes. One was flash and the other was void with cracks in the stopper. No injury or medical intervention was reported.